Event description:
During septoplasty/ reduction turbinate case, md noticed that aris coblation device (smith and nephew) ref#72290113 lot# 2175094, began smoking and then sparking. Item tested in saline and was continuing to spark. Item removed from field. Patient visually inspected/ assessed by md. No injury noted. Item bagged and removed by clinician.